Manufacturer narrative:
Based on inspection of the device at the service center, the scope did not angulate properly which caused the malfunction.

Event description:
It was reported that images went blank when angulated during a case. There was no patient injury or other adverse health consequence.